Manufacturer narrative:
An event of explant of the valve and replacement with a larger valve due to stenosis and pulmonary hypertension was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 15mm masters mitral valve was implanted. On (B)(6) 2020, the patient was admitted for planned mitral valve repair due to worsening mitral valve stenosis and pulmonary hypertension. On (B)(6) 2020, the mitral valve was explanted and a new 17mm masters mitral valve was successfully implanted. On (B)(6) 2020, the patient developed first degree heart block, complete heart block, and junctional rhythm. Therefore, on (B)(6) 2020, an epicardial pacemaker was implanted. The patient is reported to be recovering. Clinical study patient ID: (B)(6).